Event description:
Customer reported a low blood glucose event. Customer was involved in car accident. Customer passed out while driving. Customer was wearing the insulin pump at the time of the accident. The paramedics were called to the scene. The blood glucose reading at the time of the event was 53 mg/dl. The paramedics treated with glucose tablets and a sweet drink. Customer refused to be taken to hospital. Customer stated that her blood glucose will drop so fast; she has no warning. Customer stated that the insulin pump has a crack. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.